Manufacturer narrative:
According to the complainant, the console is still in use and will not be returned for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a hydrothermablation endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, the power was going on and off during preparation prior to the procedure. No alarms or error codes were received. The biomedical engineering department replaced the power cord and harness, and the issue was resolved. There were no patient complications reported as a result of this event.